Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The incident information; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the hospitalization appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.0x28mm, 3.00x12mm and 3.50x12mm xience sierra stents were implanted on (B)(6) 2019. On (B)(6) 2019, the patient was re-admitted for angina and abnormal electrocardiogram. No treatment was performed. The patient final outcome was reported as no patient effects. No additional information was provided.